Event description:
The pump was returned to the MFR for analysis with no info. The hcp later reported that the pt was deceased. No other info was provided by the hcp.

Manufacturer narrative:
Final analysis of the pump revealed acceptable dispense accuracy testing; no anomaly found - normal device function.